Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. The patient was evaluated in the hospital and underwent a magnetic resonance imaging (MRI) exam. At this time, the system remains in service. No additional adverse patient effects were reported.